Event description:
Dealer is stating the end user is stating that the chair will intermittently lose power and will have to push the chair and then once she goes and plugs it up it will show a full charge.